Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with bacteremia and an inflamed pocket. The whole system including the pulse generator and leads was explanted. The physician does not believe the device was responsible for the infection. The patient was in stable condition post procedure. Related manufacturer reference number: 2017865-2019-08786. Related manufacturer reference number: 2017865-2019-08788.